Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. Prior to the procedure, the staff could not connect the disposable handpiece to the unit.